Event description:
In 2006, nellcor received a report where it was claimed that the device discolored after 2-3 weeks of use. The caller stated that the tube turned green while in the patient. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report are not available for investigation.